Event description:
It was reported that a nurse had done all troubleshooting steps for renasys go that started showing leak warning. The nurse has changed the canister multiple times as well as changed the dressing multiple times and was able to get it to work correctly for about 30 minutes and then the patient contacted her again stating it was displaying leak warning again. A replacement device will be sent to the patient. No further information is available at this time.

Manufacturer narrative:
The device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event, if the device is returned in the future this complaint will be re-assessed. A review of the manufacturing records was not possible as the lot number was not provided for the reported device. Complaint history for the reported event has been reviewed revealing further instances, however no further action is deemed necessary. The reported failure mode can potentially be caused due to creases in the dressing or if it is incorrectly applied or the dressing integrity has been compromised, please refer to the IFU. This investigation is now complete, however please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.